Event description:
It was reported that the system 7 dual trigger rotary was overheating at the user facility. How the issue was noticed, patient involvement, procedure delay, medical intervention and adverse consequences are unknown. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the system 7 dual trigger rotary was overheating at the user facility. How the issue was noticed, patient involvement, procedure delay, medical intervention and adverse consequences are unknown. The user facility was not able to provide any further information regarding the reported event.